Event description:
As reported, the male patient seemed to have a revision reverse tsa procedure performed on (B)(6) 2013, almost a year later from his revision reverse tsa procedure. In this case it appears the humeral tray and liner were swapped to a +2.5mm constrained liner for 42mm and +5mm humeral tray. The devices are not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products: equinoxe reverse tray adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.